Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 485 mg/dl at time of incident and current blood glucose was 263 mg/dl, 324 mg/dl, 372 mg/dl. Customer treated with syringes for high blood glucose. The customer was assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they had not contacted their health care professional regarding the high blood glucose. Customer allege insulin pump was under delivering because customer feels the insulin pump was not giving insulin. Customer reports insulin pump had flow blocked alarm and that was reporting a past event. Customer reports alarm did not occur during fill tubing. Customer reports event was resolved by changing complete set. Customer reports insulin did not exit at the quick release. Customer reports bolus wizard was programmed accurately. Customer reports bolus history displays all entries based on their recollection. Customer reports bolus history displays all bolus entries based on their recollection. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed the delivery accuracy test at 0.08730 inches. No unexpected no delivery or insulin flow blocked alarm noted during testing.